Manufacturer narrative:
Femoral loosening is suspected following a motor vehicle accident. Surgical intervention is planned. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to spec.

Event description:
Femoral loosening is suspected following a motor vehicle accident. Surgical intervention is planned. Poly inserts may be exchanged during the procedure.